Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model 425-2015x pta catheter allegedly failed to cross the lesion in the anterior tibial artery. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. This patient had no reported patient injury.